Manufacturer narrative:
The field service engineer replaced and adjusted the complete ise unit, a solenoid valve, sample probe unit, and gear pump. He cleaned the fluidic bath, confirmed the rinse flow for the sample probe, and confirmed the water quality. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number was eqe95. The expiration date was not provided. The field service engineer replaced the sample probe, sipper, sipper tube, pinch tube, vacuum nozzle, ise degasser, and pressure sensor. He decontaminated, then replaced the ise dilution cup and performed ise flow path cleanings. The field service engineer performed a water adjustment, replaced the gear pump head, adjusted the value and voltage, checked the rinse station water volume, cell rinse water volume, and the detergent consumption. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pure c 303 analytical unit. Example 1 initial result was 146.5 mmol/l, and the repeat results were 136.5 mmol/l and 136.5 mmol/l. On (B)(6) 2025, example 2 initial result was 165.3 mmol/l with a data flag. The repeat result from another analyzer was 144 m mol/l. On (B)(6) 2025, example 3 initial result was 160.4 mmol/l with a data flag. On (B)(6) 2025, the repeat results were 170.3 mmol/l with a data flag and 162.6 mmol/l with a data flag.